Event description:
It was reported that the instrument broke in the knee joint during surgery. It was also reported that this was only the second time the product had been used.

Manufacturer narrative:
Additional information will be provided once investigation is completed.